Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006.

Event description:
It was reported that the patient with an implantable neurostimulator (ins) and bilateral tined leads contacted the clinic after noticing a red indicator light on the patient remote. The patient was subsequently evaluated in the clinic, where the left lead was found to have open impedances across all electrodes. X rays were ordered by the physician for further evaluation. Review of the imaging suggested an acute bend in the left lead, which may have contributed to the observed open impedances. Based on these findings, the patient underwent a lead replacement procedure. No additional patient complications were reported.